Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level in the middle of dinner was 264 mg/dl and then it went up to 422 mg/dl after dinner. The customer's most recent blood glucose level was 364 mg/dl. She treated her high blood glucose level with a manual injection and insulin pump. The customer also received a low reservoir alarm. The product was not returned. Nothing further to report.